Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem. System operates as intended. This MDR is related to ge healthcare complaint number.

Event description:
It was reported poor image quality. No pt injury was reported.